Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 112 mg/dl. Tests were done within 10 minutes with an unknown difference of over 20% between readings as the customer did not state the compared result. Patient did not experience any adverse events. No further information has been reported.